Event description:
As reported, approximately 1 month and 22 days post the initial left total knee arthroplasty, the patient was revised due to suspected infection. Everything was removed and a cement spacer was inserted. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6) 02-012-38-2015 - lgc tibia ps rbk insrt sz 2 15mm; (B)(6) 200-02-32 - three peg patella 32mm; (B)(6) 244-02-02 - optetrak asy hi-flex ps cem fem, sz 2, left; (B)(6) 260-04-22 - rbk cem fin tib tray sz 2f/2t.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. H3: a review of the sterile certificates and/or the final endotoxins report was performed. All lots were accepted to the requirements. The reason for the reported revision due to a suspected infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. The second revision appears related to an ongoing infection first reported. Infection is a known surgical risk, as outlined in the IFU.